Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable results for multiple patients tested on a cobas 6000 e 601 module. From the data provided, 1 patient had a questionable elecsys ferritin result, 1 patient had a questionable elecsys hcg + beta test system result, 1 patient had a questionable elecsys tsh assay result. The questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The ferritin reagent lot was 34948306 with an expiration date of 31-dec-2019. The hcg+beta reagent lot was 36160200 with an expiration date of 31-jan-2020. The tsh reagent lot was 37973200 with an expiration date of 31-jul-2019.